Event description:
It was reported that after thirty (30) days intubated with the tracheal tube and a t-block, the patient's peripheral oxygen saturation (spo2) declined and a leak was confirmed. Reintubation was required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).